Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked below the bumper pad. Unrelated to these issues, the keypad was peeling off from the base. All of the keypad buttons were still responsive to user inputs. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.